Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- litigation alleges severe pain, discomfort, inflammation, and elevated levels of cobalt chromium metal ions and particles in the blood and tissue surrounding the implant. Doi: (B)(6) 2010 - dor:none reported (right side). Patient is a resident of (B)(6). Update: 10/22/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Update ad 25 apr 2018: (B)(4) has been re-opened under (B)(4) due to receipt of ppf record and sticker sheets. Ppf has no allegations reported. The firm name UDI, and expiration dates were added. Updated patient's last name and the manufacture dates of the products. An impacted product record for the stem was added (stem (B)(4)). Doi: (B)(6) 2010 : dor: not reported (right hip).